Manufacturer narrative:
A siemens engineer reported observing a message in their log files indicating an active exposure release signal while the footswitch was not being pressed. Siemens engineer reported he did not witness the error when it happened, but only saw the message in their log files. Regional service checked the interface and footswitch and found all operating correctly - could not reproduce fault. Unit ok to use, and remains in service. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues.

Event description:
It was reported to mallinckrodt (B)(4) that the siemens engineer was on site testing their scanner and witnessed the exposure release signal from the injector without the footswitch being pressed. There was no patient present at the time. No reported injury.